Event description:
Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction injection using multiple daily injections, customer did not require third-party assistance. Technical support reset pump and malfunction code cleared. Customer advised continuing pump use and call back if problem occurred again, which customer acknowledged and understood.